Event description:
Subsequent to the previously filed report, it was determined that the separation occurred during post-use handling/packaging for return to abbott. No additional information was provided.

Manufacturer narrative:
The investigation was unable to determine a conclusive cause for the reported difficulty in pulling the filter into the delivery pod. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; thus is related to operational problem. This was initially reported because the returned device analysis found that the barewire core was separated distal to the center solder. The observed stretched tip coils and separation of the barewire was not reported by the account. Upon completion of the investigation, it was determined that the separation occurred during post-use handling/packaging for return to abbott. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. B5 - describe event or problem: updated.

Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported damage to the delivery catheter was confirmed. The difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. The barewire core was separated distal to the center solder. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the internal carotid artery. It was reported that during preparation of an emboshield nav6 embolic protection system (eps), the filter was unable to be loaded into the delivery catheter (dc) pod with the torque device, and the distal delivery catheter between the pod and the radiopaque maker became kinked. There was no reported bunching or wrinkling observed prior to loading attempts. A non-abbott device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Returned device found that the barewire core was separated distal to the center solder. No additional information was provided.